Manufacturer narrative:
This report is filed june 1, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent keloid formations at the abutment site. Subsequently the patient underwent several procedures (dates not reported) to excise the excess skin. The implanted device remains.